Event description:
It was reported on (B)(6) 2012 that during a vns implant procedure the handheld screen froze during the interrogation successful screen. A different handheld was then used, and the generator was interrogated however that handheld also froze during system diagnostic (this is being investigated under medwatch # 1644487-2012-02407). Another handheld utilized to perform diagnostics without issue. A manufacturer's representative was at the office to troubleshoot the issue on (B)(4) 2012, and was unable to duplicate the frozen screen. The physician's office was instructed on performing a hard reset as a troubleshooting step, and the handheld will not be returned.